Event description:
Attorney reported: in 2001- the pt underwent a left inguinal hernia repair procedure with implant of a perfix plug. In 2004- the pt reports incarcerated ventral hernia. Nine days later- the pt reports a perforation of the transverse colon. In the same month- the pt reports digestive elimination difficulties accompanied by severe abdominal pain and suspected recurrent hernias. Info provided indicates that no dr has attributed the above bodily injuries to the use of or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Note: report from attorney indicates that no dr had attributed the event to the use of or any defect in the perfix plug.